Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no photos or physical samples that display the reported condition were available for investigation. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. The protector must be attached completely vertical to the vial. The m12 assembly fixture is recommended to ease the connection of the protector to the vial. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the bd phaseal¿ protector (p14) experienced leakage between the protector and vial. The following information was provided by the initial reporter, translated from french: after putting the different parts of the kit in place, the nurse collects the amount needed for the injection and unscrews the syringe from the bottle horizontally. At this point, some of the cytotoxic product has been poured onto the ide from the supposedly closed and secured kit. Clinical consequences and current status of the patient or person involved: no clinical consequences have been observed to date other than exposure of personnel to a cytotoxic product. Did this occur during preparation? - this incident took place after the preparation, more precisely, when the injection syringe was unscrewed. Can they provide more detailed related to where the leak was occurring? Was it between the protector and vial? Between the injector and protector connection? - the place where the leakage occurred is between the protector and the vial.